Event description:
A malleable device was implanted on 2/24/94. Info received on 5/14/97 indicates the left cylinder was removed from the pt due to erosion and infection, date not provided. Unable to obtain additional info.